Event description:
It was reported that the pump battery was not charging. There was no reported impact to the customer's blood glucose level. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.